Manufacturer narrative:
Concomitant products: 694758, lead, implanted: (B)(6) 2010; 407645, lead, implanted: (B)(6) 2010.

Event description:
It was reported there was an increase in left ventricular (lv) lead threshold increased by 0.75 volts. It was further reported that six months later the threshold increased again. The lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.